Event description:
On (B)(6) 2010, patient reported the piston rod on his infusion device is moving very slow when attempting to retract it when replacing an insulin cartridge. Patient stated "if the piston rod should be moving at a speed of 100, mine is going at about 2." Patient reported that the piston rod does not sound correct and sounds like it is struggling. Patient stated he noticed the issue for the first time about a week ago. Patient reported he changed out the battery at this time, but can't remember about the battery cover. Had patient change to a new battery and new battery cover while on the call. Patient attempted to retract the piston rod again with the new supplies and it still made an abnormal sound. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.